Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: cosmetic (brachioplasty). According to the reporter: two months post-operatively patient came in to clinic with puckering at incision site and with gaps along the incision. Patient was re-sutured in-office and the vloc removed. Patient allegedly has an infection.